Event description:
It was reported that a patient's right atrium leadless pacemaker exhibited far field r wave oversensing. Programming changes were performed to resolve the issue. The patient was good before, during, and after the changes.